Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked belt clilp slot, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump alarmed during the prime. The customer was unsure of the blood glucose reading. The insulin pump had not been dropped or bumped and the drive support cap appeared normal and recessed. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.